Event description:
On (B)(6) 2013, intuitive surgical inc. (Isi) received information from an attorney representing a patient who underwent a da vinci si hysterectomy procedure on (B)(6) 2011, and alleged to have injuries including a perforated colon and infection. No further information is available at this time.

Manufacturer narrative:
Based on the limited information provided, intuitive surgical has not determined the root cause of the post-surgical complication(s) experienced by the patient. The information received does not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. No previous complaint was reported relating to this event. Intuitive surgical inc. (Isi) has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: a patient's attorney alleges injuries including a perforated colon and infection after undergoing a da vinci surgical procedure.